Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor did not work occurred. Data was evaluated and the allegation was not confirmed for transmitter ID 8wg5dq. The probable cause could not be determined as the allegation was not found. In addition, signal loss greater than an hour was found in connection to the reported allegation for transmitter ID 8mbl65. The probable cause of the signal loss could be determined. The reported event of the sensor did not work is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.